Manufacturer narrative:
Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors may have contributed to the valve¿s malposition [less than optimal image intensifier angle, and inadequate coaxial alignment of the delivery system and the valve during deployment]. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 26mm sapien valve was deployed in a canted position within the annulus causing paravalvular leak [pvl]; a second valve was implanted. Per report, after successful bav the valve was advanced across the annulus and positioned 60:40 /aortic:ventricular. Rapid ventricular pacing [rvp] was initiated and the valve was deployed. Upon examination of the tee, there appeared to be slightly more than moderate pvl from the anterior aspect of the annulus. The final deployment position of the valve was slightly higher on the left cusp side compared to the right which was contributing to the pvl; the non cusp side of the valve was approximately 60:40 to 70:30/a:v, while the left cusp side was approximately 80:20 to 90:10/a:v. The decision was made to implant a second 26mm sapien valve inside the first valve. During this time, the patient remained stable and there were no difficulties managing blood pressure or heart rhythm. The second valve was prepped then handed up to the field and advanced up to the aortic annulus. The second valve was positioned more ventricular in relation to the first valve to provide more annulus sealing. Rvp was initiated and the second valve was carefully positioned and inflated into a more desirable position. The second valve appeared to be implanted very well within the first valve and relative to the annular plane at 60:40/a:v. The post valve tee revealed a large reduction in pvl with a residual grade of trace/mild. The procedure was completed, the femoral incision was closed and the patient was taken to ICU. The native valve/leaflet calcification was described as moderate; there was no aortic root calcification. Coaxial alignment of the delivery system and the valve and the image intensifier angle were described as fair. Ventilation was held during deployment and there was no loss of pacing capture during valve deployment.